Event description:
It was reported that the patient's right hip was revised due to trunnionosis and shell loosening. Intra-operatively, black material inside the femoral head and pseudotumor were noted. The patient's shell, liner, and femoral head were revised to a new stryker shell, liner, and ceramic head with sleeve. Rep confirmed there are no allegations against the revised liner. Rep also confirmed the femoral head will be returned. The surgeon is requesting investigation results for the femoral head.

Manufacturer narrative:
Reported event an event regarding altr & osteolysis involving an unknown implant stem mated with a metal head was reported. The event was confirmed by medical review. Method & results -product evaluation and results: not performed as product remains implanted. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: she underwent a right tha with computer aided navigation on (B)(6) 2013. The implants utilized included: a secure-fit max 132°, size #9 c-taper, trident x3 o0 36 inner diameter liner, tritanium hemispheric solid back shell 50mm, and an lfit c-taper femoral head 36mm +2.5mm. When seen postoperatively (B)(6) 2013, the patient was having some pain and weakness, but her wounds looked good. Her x-ray showed good implant position. There were no identified problems and a plan was put forth to start pt in a week. There was a gap in the record until 05/13/2020. On (B)(6) 2020, the patient was having right thigh pain that was worse with activity, a pain level of 10/10. The revision surgery was performed on (B)(6) 2020. A large pseudo tumor was debrided. There was significant osteolysis of the greater trochanter. The acetabular component was found to be loose and was removed. The real polyethylene liner and head/sleeve were impacted, and the hip reduced. Prior to impacting the head, the trunnion was cleaned "of all the wear and trunnionosis", conclusion of assessment: the right hip was revised and a pseudotumor noted. Metal levels were mildly abnormal, "trunnionosis" was passively described. The acetabular component was loose and may have contributed to the findings. Obtaining the implant may provide insight into mechanism of failure, presence or lack of trunnionosis, whether femoral head was a part of a recall, and whether the acetabulum was a source of debris. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: a review of the provided medical records by a clinical consultant indicated: the right hip was revised and a pseudotumor noted. Metal levels were mildly abnormal,"trunnionosis" was passively described. The acetabular component was loose and may have contributed to the findings. Obtaining the implant may provide insight into mechanism of failure. Material evaluation for the returned mated metal head was indicated: wear damage on the inner taper of the head was consistent with interaction against the stem trunnion. Damage consistent with fretting and adhesive wear were observed on the inner taper of the head. No identifiable materials or manufacturing discrepancies were observed on the surfaces examined. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to trunnionosis and shell loosening. Intra-operatively, black material inside the femoral head and pseudotumor were noted. The patient's shell, liner, and femoral head were revised to a new stryker shell, liner, and ceramic head with sleeve. Rep confirmed there are no allegations against the revised liner. Rep also confirmed the femoral head will be returned. The surgeon is requesting investigation results for the femoral head.